Event description:
According to the available information, the patient had an implant done in 2023 and has been having issues since. They are looking to replace the device for a smaller device.

Manufacturer narrative:
B3, d6a: estimated dates. As no lot number was provided, a review of the device history record, complaint history database, nonconformances and capas could not be completed.